Event description:
--

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited non capture and high out of range pacing impedance measurements. The lead was explanted and a new lv lead implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in three pieces. Two of the cathode coils were found to be fractured at 265 mm from the terminal due to stress. Several of the coils were stretched and deformed. There is melted insulation induced from the use of the laser extraction tool. Analysis confirmed the field allegations.